Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracic surgery (vats) lobectomy procedure, the device's jaw will not close on tissue so it did not fire. Another reload was used to complete the procedure. There was no patient injury.